Event description:
The pt contacted animas alleging that the pump was unresponsive to keypad button presses. The pt claimed that she was just swimming in a pool and then in a hot tub. The pt reportedly changed the battery and now was stuck on the verification screen. The pt denied that the pump was exposed to moisture or trauma.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was unresponsive to button presses, and at times, sensitive to button presses. The keypad was removed and the down arrow button contact was found to be inverted. A leak test revealed a case seal leak. The pump was opened and moisture corrosion was observed on the keypad flex connector.